Event description:
Unomedical reference number (B)(6) event occurred in the united states on (B)(6) 2024, it was reported that patient high glucose level was 350mg/dl and insulin type was humalog/insulin lispro (eli lilly). Alos, there were three infusion sets where cannula was bent. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
MDR 3003442380-2024-00920 - device 2 of 3.